Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached.

Event description:
It was reported that a jinro pigtail nephrostomy catheter was used during a nephrostomy procedure. Reportedly, the nephrostomy was performed on (B)(6) and left in place. However, during the patient's hospitalization and being repositioned on the ward, the connection where the area should have been adhered came loose. It was found that that it was the white connector section and dark blue parts got detached. The procedure was completed with another of the same device with no patient complications.